Manufacturer narrative:
Deroyal: the reported sample was not returned for evaluation. After obtaining further information, it has been concluded that the insufflation tubing was being utilized outside its intended use. As a corrective action we are changing the name of the finish good. This way it can be further identified that insufflation tubing is intended to deliver carbon dioxide gas from the insufflator to the patient to assist in creating pneumoperitoneum during laparoscopic procedures only.

Event description:
The hospital reported that the insufflation tubing filter is not working.